Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was riding high in the right scrotum. The surgeon decided to explant, and then re-implant the pump in the left scrotum. During the transfer, it became apparent that the pump tubing was too short. The surgeon then decided to replace only the pump component. The explanted pump did not malfunction. The status of the patient after the procedure was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.